Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: error 13-1033-149 on syringe8110. Case notes: problem description: 01/26/2018 11:36:12 (B)(4). Sn (B)(4). Npi. (B)(6) had an error code 13-1033-149 on his syringe module. I advised him to re-flash os software on the syringe module and remote in to his pc to assist him set up asm configuration package to flash the syringe software. But he did not have the proper software to perform the task. Transferred him to com for rga number to send this unit in for warranty repair.